Manufacturer narrative:
The event of "severe diarrhea" (not device related) is considered an unexpected adverse drug experience. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Healthcare professional reported that a patient was injected in an unspecified site with 2ml [unspecified] juvéderm® voluma¿ and 2ml juvéderm® volux¿. After the third dose, patient presented with "swelling in the peristomal area as well as on the cheekbones." Patient was admitted to the hospital with severe diarrhea and is being tested for autoimmune disease, deemed not related to the device. Patient was given intravenous cortisone. It is unknown if the event resolved.